Event description:
At about 1 month after the primary, the patient came in reporting pain due to a dislocated patella and the cause is unknown. The surgeon performed a lateral retinacular release and swapped the poly. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 august 2022. Lot 2116978: (B)(4) items manufactured and released on 01-feb-2022. Expiration date: 2027-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.